Event description:
It was reported two electrodes failed during the procedure. There was no patient impact.

Event description:
It was reported that during a procedure on a (B)(6) female, two electrodes failed. There was no patient impact. Additional information received (B)(6) 2013 indicated that the event occurred during a parotid procedure. There were no alarms or alerts displayed, but the account could not obtain a waveform on the monitor at all. The account tried switching the leads. It should be noted that the monitor had just returned from vendor evaluation and was reported to function normally. The electrodes were disposed of by the account.

Manufacturer narrative:
Additional information received (B)(4) 2013 indicated that the event occurred during a parotid procedure. There were no alarms or alerts displayed, but the account could not obtain a waveform on the monitor at all. The account tried switching the leads. It should be noted that the monitor had just returned from vendor evaluation and was reported to function normally. The electrodes were disposed of by the account.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4): product has not been returned. Method - no testing methods performed.

Manufacturer narrative:
Correction: concomitant device: medtronic monitor (unknown ID, lot) could have been a contributing factor to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.